Event description:
It was reported that during an esophagectomy procedure, the device fired malformed staples on the fifth firing. The surgeon stated the tissue may have been thicker where the staples malformed. The esophagus was left open. The surgeon attempted to control the bleeding laparoscopically but did not get the chance to inspect the staple line before converting to an open procedure. The amount of blood loss is unknown. The pt is recovering fine.

Manufacturer narrative:
Evaluation summary: the analysis results found that a different device was received instead of the device reported. The device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.